Event description:
It was reported that a spectrum iq pump was saying the door is open when it was closed. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a close door alarm was not reproduced but a 'door not fully latched!' Alarm occurred. A review of the event history log showed no logged events on the event date that was provided. During the last days of use there are multiple "shut door - power off!" Messages which verify the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be damaged hooks. The hooks requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.